Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, the user was not inserting the fill needle far enough to reach past the fill septum. Additionally, the needle may have been clogged with a piece of cartridge septum. The user changed the needle, successfully filled the cartridge, and reported a blood glucose level of 82 mg/dl.